Event description:
It was reported that an unspecified app issue occurred. On (B)(6) 2025, the patient attempted to pair a newly inserted wearable device with the g7 app. During the process, the smart device displayed the error messages "pairing taking too long", "searching for sensor". The transmitter identification was reportedly entered correctly. Within the first 30 minutes of initiating the pairing, the patient began experiencing severe nausea, vomiting, and abdominal pain. The last known estimated glucose value (egv) was not documented, and the last self-monitored blood glucose check was not described. The g7 app continued to search for the sensor without success, and the patient was unable to perform a fingerstick blood glucose (bg) test at home. Due to worsening symptoms, the patient¿s brother transported her to the emergency room, where a fingerstick bg test revealed a blood glucose level of 400 mg/dl. The patient was treated with IV medication to reduce her blood glucose and was subsequently admitted to the hospital. She was discharged on (B)(6) 2025, and at the time of this report, the patient was reported to be doing okay. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4) h6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hyperglycemia.

Event description:
Subsequent to the initial MDR, additional information was received on 11/13/2025. Data was further reviewed. It was reported that an unspecified app issue occurred. The previous sensor session failed on (B)(6) 2025 at 01:07 am with a sensor failed alert at 25% volume, which was acknowledged at 01:48 am. On the alleged event date of 06/10/2025, the replace sensor button was pressed at 10:43 am, but a new session was not attempted to be started. The app was not in an active sensor session for six days prior to incident on (B)(6) 2025. Confirmation of the complaint and the probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).